Manufacturer narrative:
According to the customer, the nebulizer is not working and not pushing anything out. The chamber that you put the medicine does not work. The customer said there was no serious injury or medical attention required. However, the customer does not have another way of receiving their medication at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer is not working and not pushing anything out. The chamber that you put the medicine does not work.